Event description:
It was reported to boston scientific corporation that an naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) to treat common bile duct (cbd) stones performed on (B)(6) 2022. During the procedure, the stent would not detach from the pusher. As a result, the system was removed, and another naviflex rx delivery system was used to successfully complete the procedure. There were no patient complications reported as a result of this event. Investigation results revealed the guide catheter detached; therefore, this event has been deemed a reportable event.

Manufacturer narrative:
Medical device code a0401 captures the reportable investigation results of guide catheter detached. The returned naviflex rx delivery system was analyzed, and a visual evaluation noted that the push catheter was kinked. The guide catheter detached and kinked. Functional evaluation was performed, and the pull wire was pulled back with some resistance due to the kink in the push catheter. The reported complaint was confirmed. There is a possibility that procedural or anatomical factors encountered during the procedure could have affected the device performance. Patient anatomy and customer maneuvering during the use of the device can lead to a kink in the push catheter and the guide catheter. Once the push catheter is kinked, this condition can cause resistance at the moment to retract the pull wire and guide catheter detachment due to friction between the components at kinked areas. Therefore, adverse event related to procedure was selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.